Event description:
The manufacturer received information alleging oxygen low flow test step had failed during preventative maintenance on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices the active exhalation control module (aecm) had caused the oxygen low flow test step to fail on the device. In conclusion, the device's aecm was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the keypad and rear enclosure case were replaced for physical damage unrelated to the reportable issue. The pollen filter was replaced for preventative maintenance unrelated to the reportable issue.